Manufacturer narrative:
The returned product was evaluated and performed as designed. The cannula was examined and a slight bend was observed. The pod was found to have terminated in a occlusion alarm, a safety feature not considered a malfunction. The root cause of the alarm could not be determined conclusively. No product defect or deficiency that would have contributed to the reported hyperglycemia was found.

Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that patient¿s blood glucose (bg) levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient was unsure if the cannula was properly seated in the infusion site. To treat the patient's elevated bg levels, a bolus of insulin was administered via injection pen.